Event description:
A distributor complaint report from france indicated that a customer's pump experienced a cracked screen, rendering the touchscreen not functional. There was no information provided about the blood glucose level impact. The device was expected to be returned for evaluation, and a replacement pump with a specific serial number was arranged for the customer.